Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a hospitalization due to high blood glucose levels. The customer's blood glucose level was 700 mg/dl. The customer's symptoms included dehydration and lethargy. The customer was wearing the insulin pump at the time of admission. The cause per the healthcare provider was high blood glucose levels. The customer was treated with insulin and an IV. The customer did not complete troubleshooting. The product was not replaced or returned for analysis.